Event description:
It was reported a vbs (l2) was performed on (B)(6) 2026. During the cement mixing process, the monomer liquid was injected into the polymer powder, the transfer lid was closed, and the handle was moved up and down for mixing.however, leakage of monomer liquid from the transfer lid was observed. The transfer lid was re-checked to ensure it was securely closed (and tightened again as a precaution), and mixing was restarted. Again, leakage of monomer liquid was observed. Because the leakage of monomer liquid could prevent the mixing of sufficient quality and quantity of cement, the use of this cement was abandoned, and a spare cement kit was opened and used. The spare cement was mixed without any issues and the procedure was completed without further problems.the surgery was completed successfully within a 30-minute delay. There was no patient impact as all events occurred outside the patient¿s body. The kit in question was discarded in the operating room after the procedure because the transfer lid was impossible to open due to cement hardening. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.